Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working properly and has been having some lows. He stated the device showed he had 1.3 units of active insulin. He ate nine carbohydrates and the device prompts him to bolus 1.3 units more. Customer was concerned as he feels he would have bottomed if he took the bolus. His blood glucose was 41 mg/dl, treated with food. Troubleshooting was performed and not anomalies were noted. The device passed the displacement test. Customer was advised the device was working correctly and maybe the settings needed to be adjusted. He is not returning the device for analysis.